Manufacturer narrative:
Patient information: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry. Model #: unk. Device manufacture date: unk. Claim# (B)(4).

Event description:
Planned lens exchange. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Patient information: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry. Model #: unk. Device manufacture date: unk. Claim# (B)(4).

Event description:
Planned lens exchange. Attempts to obtain additional information have not been successful.